Manufacturer narrative:
Implant regio 46 fractured. Construction was a single crown placed on the implant. Bone loss and implant instability caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant and patient related bruxism. Initial report was submitted (B)(6) 2021 but did not pass FDA gateway. This is the combined initial and final report

Event description:
Implant fracture.